Event description:
The pt fell about 2 weeks ago and lost stimulation sensation. The implantable neurostimulator was unable to communicate with the recharger or patient and physician programmer. The neurostimulator battery had overdischarged and the device was in a power on reset condition. An x-ray was taken (results not reported). Additional info has been requested. A follow-up report will be submitted if additional info becomes available.